Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: last night she had a critical error on pump. Sts she went to pharmacy to get lantus. Happened last night, had just done bg she thinks it logged it in and when she looked at pump and it said critical pump error. Bg was 153. Current weight (B)(6) inquired what led up to the complaint. Customer response: had just done bg she thinks it logged it in and when she looked at pump and it said critical pump error. Critical pump error t/s per (B)(4). What led up to the event: customer checked bg and then got alarm. Inquired if any pump error(s) was displayed before the "critical pump error" image was displayed on the screen. Found: no . Adv the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. Item - 'advise customer to place pump in storage mode: remove battery, press and hold the back button until the screen turns off' reason not completed - pump is already off.. Expl rpl policy. Customer's outcome pertaining to the complaint: will ship new pump. Additional notes: customer sts she has had 670g since (B)(6). Customer would like to go back to paradigm pump, adv her csc may assist her with that. Ship: 1 pump / return: 1 pump.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.